Event description:
On 7/6/1998, the facility's nurse informed the manufacturer's (MFR.) Sales representative of the following: the device was implanted approximately three (3) weeks prior to the event. On 7/6/1998, the physician encountered problems flushing the device. The device was not functioning properly and as a result, was explanted on 7/6/1998. Upon explant it was noted that the device catheter shredded just beyond the stem/pipette of the device. No further details were provided at this time.